Manufacturer narrative:
Investigation: during DHR review all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. One sealed packaged sample was received. It was visually evaluated and no visual defects were observed. The syringe had its retraction mechanism tested by pushing on the plunger. The needle cannula retracted as designed with no issues. The reported defect was not identified.

Event description:
It was reported that the needle separated from the luer lock during injection with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: it was reported that the needle separated from the luer lock portion of the syringe and dislodged in a patient. Patient was taken to the emergency room for further treatment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle separated from the luer lock during injection with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: it was reported that the needle separated from the luer lock portion of the syringe and dislodged in a patient. Patient was taken to the emergency room for further treatment.